Event description:
As reported by the user facility: event 1, description summary: the area where the blue and clear go together comes apart. We had patient's blood everywhere all over the bed and floor and the other one was IV fluid that went everywhere. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.